Event description:
A minimum fill notification was reported. The customer's blood glucose level at the time ranged between 54-500 mg/dl (3.0-27.7 mmol/l), which did not indicate any specific adverse impact. Despite guidance from technical support to reload the original cartridge and then a new one, the issue persisted, preventing the customer from successfully loading a cartridge. After escalated troubleshooting, the customer was eventually able to load a cartridge, although it required multiple attempts. However, the user chose not to continue using the pump, opting instead for an insulin pen, and technical support decided to replace the pump.